Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available.

Event description:
It was reported by the prestataire in which they stated, "difficulty inserting the cannula / mechanism problem," which may indicate a needle mechanism failure. It is unknown whether the patient was being unsure if the cannula was properly seated in the infusion site of the skin. The patient's blood glucose level reached 7 mmol/l (126 mg/dl) while wearing the pod for less than 1 hour.